Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
Patient reported becoming "ill and white as a sheet" after injection with an unspecified juvederm product. Following the injection, the patient's face swelled up and rashes began appearing. The patient was placed on steroids. The patient stated that [the patient] "was on other unspecified medications at the time of the injection but they have since been changed." No additional information provided, patient declined to provide patient contact information or permission to follow up with the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.